Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2021, relapse peritonitis on (B)(6) 2021, and on-going severe pain. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2021 with cloudy effluent fluid and abdominal pain. Although the exact timeline of events is unknown, a peritoneal effluent fluid culture and cell count were obtained, and the cell count was positive for an elevated white blood cell (wbc) count of 496 u/l. Additionally, the peritoneal effluent fluid cultures returned positive for candida parapsilosis. The patient was diagnosed with fungal peritonitis and was treated with diflucan (duration, frequency, route not provided). The pdrn reported the cause of the patient¿s fungal peritonitis remains unknown. On (B)(6) 2021, the patient reported awakening with severe pain, going to the emergency room (ER) and being diagnosed with peritonitis again. The pdrn reported the same organism was cultured, and the patient was diagnosed with relapsing fungal peritonitis. There is limited information available regarding the hospitalization, however it appears the patient¿s pd catheter (not a fresenius product) was removed (date not provided), and the patient transitioned to ¿backup¿ hemodialysis (hd). The patient is currently receiving outpatient hd, and is training to perform home hd.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s serious adverse events of fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. These events led to antibiotic therapy, the surgical removal of the peritoneal dialysis (pd) catheter (not a fresenius product) and transition to back-up hemodialysis (hd) therapy for renal replacement therapy (rrt). The etiology of the event(s) is unknown; therefore, causality cannot be determined. Most fungal peritonitis episodes are caused by the candida species, and of the candida species, candida parapsilosis is the most infectious. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused or contributed to the serious adverse event(s). End stage renal dialysis (esrd) patient¿s undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2021, relapse peritonitis on (B)(6) 2021, and on-going severe pain. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2021 with cloudy effluent fluid and abdominal pain. Although the exact timeline of events is unknown, a peritoneal effluent fluid culture and cell count were obtained, and the cell count was positive for an elevated white blood cell (wbc) count of 496 u/l. Additionally, the peritoneal effluent fluid cultures returned positive for candida parapsilosis. The patient was diagnosed with fungal peritonitis and was treated with diflucan (duration, frequency, route not provided). The pdrn reported the cause of the patient¿s fungal peritonitis remains unknown. On (B)(6) 2021, the patient reported awakening with severe pain, going to the emergency room (ER) and being diagnosed with peritonitis again. The pdrn reported the same organism was cultured, and the patient was diagnosed with relapsing fungal peritonitis. There is limited information available regarding the hospitalization, however it appears the patient¿s pd catheter (not a fresenius product) was removed (date not provided), and the patient transitioned to ¿backup¿ hemodialysis (hd). The patient is currently receiving outpatient hd, and is training to perform home hd.